Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The reported complaint is related to over bandage/support mount the patch adhesive of the freestyle libre sensor. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported his adc freestyle libre sensor detached from the adhesive and he was therefore unable to monitor his glucose. Customer experienced a loss of consciousness and was admitted into a hospital where he was diagnosed with hypoglycemia and transferred to the intensive care unit (ICU) for glucose stabilization. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor detached from the adhesive and he was therefore unable to monitor his glucose. Customer experienced a loss of consciousness and was admitted into a hospital where he was diagnosed with hypoglycemia and transferred to the intensive care unit (ICU) for glucose stabilization. There was no report of death or permanent injury associated with this event.